Manufacturer narrative:
(B)(4). Evaluation summary: it is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The patient effect of death, as listed in the otw graftmaster instructions for use (IFU), is a known patient effect that may be associated with the use of jostent coronary stent graft in native coronary arteries. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Event description:
It was reported that after pre-dilatation of the lesion with a balloon and use of a rotablator, a proximal perforation was observed. Balloon dilatation was performed in an attempt to occlude the perforation. The graftmaster stent was advanced; however, could not cross due to the heavy tortuousity and heavy calcification of the aorta. Another prolonged inflation for greater than an hour was attempted after angiomax was stopped; however, this was also unsuccessful. The patient expired due to complications from the perforation. No additional information was provided.